Event description:
It is reported that during a meniscus repair procedure, after successful deployment of t's implant, when the surgeon pulled ff360 out of the joint, the depth tube came off from the device. The depth tube was pulled out of the body by the surgeon¿s hand. The procedure was completed with the same device with no delay and no patient injury reported.

Manufacturer narrative:
One 72202469 fast-fix 360 reversed curve needle delivery system device reported on. The complaint stated: ¿after successful deployment of t's implant, when the surgeon pulled ff360 out of the joint, the depth tube came off from the device. The depth tube was pulled out of the body by the surgeon¿s hand.¿ t1, t2 and suture were not returned. The delivery curve appears flattened. The configuration is more representative of a ¿straight¿ delivery needle. The depth limiter was returned with the device. It was on the delivery needle but the button had been advanced past the last secure position. This adjustment is a manual user choice. If the depth limiter separated from the device, it was inadvertently advanced past the last secure position. The device cycled and actuated properly. No root cause related to the manufacture of the device was confirmed.